Event description:
It was reported that the blue winged cap of a small volume intermate detached from the tubing. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed no evidence of a separated/loose blue winged luer cap. The blue winged luer cap was found to be securely attached to the device¿s distal luer lock. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.